Event description:
It was reported by service report that all electrical functions on the bed were inoperable. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: malfunctioning cpu board hindered all electronic functions.